Event description:
I bought this mobility scooter and the throttle sticks and will throw you off and the brakes do not stop you in time you will run into people or trees or walls. I reached out to the company, and they will not honor the 1 year warranty to replace or give my (B)(6) back. This is a very dangerous mobility scooter and should be taken off the market. This is a black folding scooter 500w adult mobility scooter. It is sold under the company (B)(4). This is a black folding mobility scooter 500w adult sold by (B)(4).